Event description:
A pt's urine sample was tested with onestep+ hcg (pregnancy) test, negative results were observed. Subsequently, the physician inserted an iud based on the test results. Approx 3 to 4 weeks later, the physician was unable to locate the iud cord and performed an ultrasound to locate the cord and instead confirmed a pregnancy of 8 weeks. Prognosis of the pregnancy unk, physician could only confirm that the iud cord not be removed because of the pregnancy.